Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection and erosion. Reportedly, the device had come through the skin. All available information indicates that the crt-d along with the right atrial (ra) lead, right ventricular (rv) lead and a non-boston scientific left ventricular (lv) lead were explanted. No additional adverse patient effects were reported.